Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on subvalvular apparatus). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed a suboptimal position. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with mitral regurgitation (mr) and a cowl pascal device for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the femoral vein of the patient during which resistance was felt. The sgc was removed from the patient, and the femoral vein was dilated with a bigger sheath. The sgc was attempted to be reinserted within the femoral vein, but resistance was again felt while progressing the sgc. The sgc was removed from the patient and a replacement sgc was selected and advanced successfully. A mitraclip xt was advanced within the patient and placed on the leaflets, while testing the lock there was significant resistance upon the lock line and the clip opened. The mitraclip was attempted to be removed, but upon opening the mitraclip and attempting to retract into the left atrium it was identified that there was pascal fabric inside the device potentially compressing the lock line. The clip was then implanted within the patient. A second mitraclip xt was advanced within the patient, it interacted with the subvalvular aparatus. Troubleshooting was preformed unsuccessfully and the clip was implanted. The procedure was discontinued, the final mr was grade 3-4. There were no adverse patient sequela or clinically significant delays reported.